Event description:
Patient underwent replacement surgery due to battery depletion. The explanted device is not available for return due to the policy of the explanting facility. Therefore the explanted device has not been received for analysis to date.

Event description:
It was reported that a patient is planned for replacement. The reason for the replacement was due to having issues with the location of where the model 102 generator is placed possibly causing pain. No additional relevant information has been received to date. No known surgical intervention has occurred to date.